Event description:
The patient had presented to the emergency department for volume overload and coughing/wheezing. The patient was diagnosed with lung pneumonia with decreasing kidney function. Patient continued to be overloaded despite IV diuretics. The patient and family decided do-not-resuscitate/ continue-other-treatment (dnr-cot) during the admission. The patient did not want to be intubated. Patient was on bilevel positive airway pressure (bipap) and developed ileus with nasogastric tube insertion. Inotropes added for support and eventually on 3 pressors to maintain blood pressure. The family and patient decided to discontinue lvad therapy. The death was not considered device related. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
B3: event date, updated h6: health effect- impact and health effect -clinical codes- updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not conclusively be established through this evaluation. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an unknown cause.